Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in (B)(4) 2015 (case# (B)(4), awareness date 12-aug-2015). It refers to an adult female consumer in united states who had essure (fallopian tube occlusion inserts) inserted in 2010. Consumer started having problems a couple months after essure insertion. She experienced severe craps in her back and stabbing pain inside. She had seen several doctors and ER (emergence rooms) hospitals and was told that everything was fine. One day she went to ER because she was in so much pain. She underwent a sonogram and was told that the pain was because one of essure coils had gone into her uterus. The gynecologist/obstetrician suggested taking the coils out and tying the tubes to see how much damage there was. So, in 2014 consumer had her tubes tied, but the pain did not go away and after trying different things the gynecologist decided to perform a hysterectomy and leaving ovaries. On (B)(6) 2015 consumer underwent a hysterectomy. It was find out that she got 2 hernias from surgery and couple days after being discharged consumer was feeling really sick. So, she went back to hospital; a big abscess was diagnosed and she had to be hospitalized. The abscess had to be drained, after being in there for a few days and being drained the consumer was discharged on antibiotics. At home, she spent a week throwing up sick. She went back to hospital and find out two more abscesses which were too small to drain, so she was treated with antibiotics. She underwent 12 CT scans in two and half months and in (B)(6) 2015 hernia surgeries was performed. She also reported night sweats, brain fog, swelling, headaches, insomnia, and nasty taste of metal in mouth. The consumer, who was (B)(6) at time of this report, stated that she developed really bad anxiety from it all and that the mood swings are the worst of it. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of essure coils had went into uterus (device expulsion). She was submitted to a hysterectomy. After this surgery, she was hospitalized due to abscess and also had 2 hernias, which were repaired. Only device expulsion is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation to peritoneal cavity. In this case, although the exact mechanism of the reported device expulsion is not known; given its nature; causality with the suspect device cannot be excluded. Regarding abscess, since it occurred in close association with hysterectomy, it was considered as a complication of essure removal procedure. For hernia, as incisional hernias are often due to patient related factors (age, obesity) in association with operation/technique related factors, causality with essure is considered unlikely. Additionally, non-serious events were reported. This case was regarded as incident since device removal was required (hysterectomy performed) a product technical analysis is being sought. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up received on 08-sep-2015: product technical complaint (ptc) investigation result was provided. Ptc global number: (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one of essure coils had went into uterus (device expulsion). She was submitted to a hysterectomy. After this surgery, she was hospitalized due to abscess and also had 2 hernias, which were repaired. Only device expulsion is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus/cervix or out of the body) or dislocation to peritoneal cavity. In this case, although the exact mechanism of the reported device expulsion is not known; given its nature; causality with the suspect device cannot be excluded. Regarding abscess, since it occurred in close association with hysterectomy, it was considered as a complication of essure removal procedure. For hernia, as incisional hernias are often due to patient related factors (age, obesity) in association with operation/technique related factors, causality with essure is considered unlikely. Additionally, non-serious events were reported. This case was regarded as incident since device removal was required (hysterectomy performed) the product technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.